Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with cefazolin antibiotics (dose, route and frequency not reported). The patient was hospitalized for 7 days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The event of peritonitis was manifested by cloudy fluid and abdominal pain.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for associated lot number h13d24056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).